Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced however difficulty was met grasping the leaflets due to the anatomy. The leaflets were able to be grasped but while establishing final arm angle (efaa), the clip opened. The cds was removed without issue. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip open during efaa. The reported difficulty grasping during use could not be replicated in a testing environment due to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip open during efaa in this incident could not be determined. The reported leaflet grasping issue was due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.